Event description:
It was reported that the patient received an alert due to low impedance. Lead fracture was suspected but at explant, lead was found to be normal. ICD analysis suggested lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.